Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint was not working. A field service engineer found that the bio ID had gone offline. Upon arriving at the station, the device manager repeatedly added a device, indicated by a chime. The fse opened the electronics drawer and managed to stop the chime by holding the usb cable connected to the bio ID. The bio ID cable was then replaced with a non-inventory spare, and the bio ID was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the fingerprint was not working, and the device was not asking for their password manually as well. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.